Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and it was confirmed that the pump alarmed system error during an infusion. This is first seen on line 467. The subcode for the system error is 44 which indicates motor open, motor delay issue. During functional testing, the reported problem was duplicated. A 20 ml infusion was started and the pump alarmed system error immediately. The pump was then disassembled, and it was found that the cable that connects the motor to the main board was disconnected. Once the cable was connected back to the main board, it completed the infusion with no system error alerts taking place.

Manufacturer narrative:
This MDR is being submitted to make changes in the previous follow up which was already submitted. Sections corrected are as follows: added pump received date to manufacturer in section d. Also changed adverse event problem codes as follows: changed component code(g) to 486. Changed investigation findings (c) code to 180. Changed investigation conclusion (d) code to 44. This MDR is being submitted to make the changes mentioned above.